Manufacturer narrative:
A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. Since the devices are not available to be returned to us, a technical eval cannot be performed. Per our standard sop's , all events are tracked and trended to determine whether or not any trends develop. The sales rep advised that an in-service training has been offered to the hosp. (B)(4).

Event description:
The hosp reported that during preparation for a coronary artery bypass procedure, two heartstring iii seals failed to load properly due to user error. A replacement device was used to complete the procedure. The hosp did not report any pt effects. The hosp will reportedly not be returning the product in question. Refer to MFR report #s 2242352-2013-00661 for the related report.